Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily tortuous, heavily calcified, 99% stenosed proximal to mid left anterior descending coronary artery. A 2.25x28mm xience sierra stent delivery system (sds) was advanced but failed to cross due to the anatomy. The sds was attempted to be removed but met resistance with the guiding catheter or guiding catheter extension. Then it was noted that the proximal edge of the stent implant was flared and the shaft was collapsed to the point of nearly separating proximal to the proximal edge of the stent implant. The sds was confirmed not to be in two pieces. Another xience stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: registration #. Evaluation summary: a visual, functional and dimensional inspection was performed on the returned device. The reported material deformation and difficult to remove were confirmed. The reported shaft collapse was not confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance, material deformation and difficult to remove appear to be related to circumstances of the procedure, as it is likely that interaction with the heavily tortuous, heavily calcified, 99% stenosed lesion during advancement of the device contributed to the reported failure to advance. Further interaction with the guide catheter during retraction of the device likely contributed to the reported difficult to remove and material deformation (multiple bent, flared, stretched struts in the first ring of the proximal end of the stent implant). Further manipulation of accessory devices during the procedure likely contributed to the noted kink and tear in the inner member, which likely caused the noted leak. There was no damage noted to the stent delivery system (sds) during the inspection prior to use, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.